Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 05/04/2017 with the following findings: during investigation, there was on unexplained pump reboot and two pump reboots observed after the replace battery alarm occurred. The battery compartment was found to be cracked. There was no moisture observe din the battery compartment. The battery cap was not returned. A new test battery cap was able to fit to maintain electrical connection. A test battery cap was used to complete a 24 hours duration test. There were no reboots duplicated during that time. The pump cover was removed and there was no evidence o internal moisture or damage to the power circuit. (B)(4).